Manufacturer narrative:
Information contained in this report was previously submitted through asr on 30/jan/2004 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, moderate irritation" and "wrinkling.

Event description:
Healthcare professional reported left side "moderate irritation"; and "wrinkling;"(this event is not device related). Healthcare professional additionally reported left side capsular contracture, baker grade iii. Device has been explanted.